Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of index surgical procedure? Were there any intra-operative complications? Was any abnormality of the device noted prior to, during or after the procedure? Other relevant patient comorbidities/concomitant medications/concurrent procedures? Product code and lot number? When did the bleeding occur? The source and triggering event of bleeding and the volume of bleeding? When was the mesh erosion first noted by a physician? Mesh exposure site/location and diagnostic confirmation? Describe any medical/surgical intervention for mesh erosion and bleeding including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced eroded mesh of both sulci and bleeding. Additional information has been requested.